Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information to section b5, to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample upon receipt. No anomaly such as a breakage was found. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications. No anomaly was found. - bovine blood conditions were: hb: 12g/dl, temperature was 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg. - circulation conditions were blood flow rate: 5l/minute and 3l/minute, v/q:1, fio2: 100% - o2 transfer volume was at 5l/minute: 304ml/minute, @3l/minute: 200ml/minute. - co2 removal volume was at 5l/minute: 225ml/minute, @3l/minute: 180ml/minute. Confirmation of blood gas data and information found that the patient's height was 160cm, weight was 91kg, bsa was 1.94m2, and target perfusion rate was 4.7 l/minute. It stated that after the end of the extracorporeal circulation, the circulation was restarted after stopping for seven (7) minutes. At 11:52 after recirculation, po2 decreased to 8.55kpa (approximately 65mmhg) and svo2 decreased to 54%. The circulation conditions at this time blood flow rate were 4.46l/ minute, gas flow rate at 2l/minute, and fio2 at 80%. At 11:53, gas sweeping was interrupted due to a defect with the gas blender. At 12:03, blood flow rate was 4.99l/minute, gas flow rate was 5l/minute, fio2 100%, and po2 12.6kpa (approximately 95mmhg). The manufacturing record and the shipping inspection record of the actual sample revealed no anomaly was found. Past complaint file, one similar report ((B)(4)) of the product with the involved product code/lot # was found from the same facility. Regarding (B)(4), no anomaly was found in the gas transfer performance test of the returned sample, and it was also determined that it was not a product defect. Based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. As a possible cause of occurrence, from information obtained, following factors were inferred. However, since no anomaly was found in the actual sample, the cause of this case could not be clarified. When the circulation was restarted after the circulation was stopped and when the gas blender defected, the blood with decreased svo2 flowed into the oxygenator, resulting in a decrease in po2. The gas flow rate and fio2 were insufficient for the patient's bsa. From the patient's bsa, the performance of fx15 size oxygenator was insufficient. Relevant instructions for use (IFU) reference: · start gas supply with v/q=1, and fio2=100%, then adjust based on blood gas measurements. · measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. - to decrease pao2, decrease fio2. - to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. - to decrease paco2, increase total gas flow. - to increase paco2, decrease total gas flow. · upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism.

Event description:
Additional information was received: the main procedure was finished at (11:40), the protamine was not given to that point. In the echocardiography a tricuspid valve insufficiency was noticed, therefore they went directly on bypass again at (11:47). The procedure was completed successfully. The patient had no trouble and was stable the whole time. A neurologic deficit was not detectable. The oxygenator gas exchange performance was not at the expected level. The whole situation was a bit unclear. The cpb (cpb time 09:08-11:40 ) was finished and were seven (7) minutes off bypass, then they had to restart the bypass again due to tricuspid valve insufficiency. There is no detailed information if the oxygenator was properly circulating during the 7 minutes standby time and no detailed information about the blood anticoagulation. There was a failure of the gas blender which forced them to supply pure o2 via gas cylinder. But even with 100% oxygen from the gas cylinder the oxygenator performance was very low. In the first section of cpb, the gas exchange performance completed investigation results. Completed investigation results. Was lower than expected but not critical for the patient, the situation was manageable by increasing fio2 and sweep gas flow. After the restart of the cpb, the blood gas samples are showing worse oxygenation performance. Happily the patient seemed to be ok without sever neurological adverse symptoms.

Manufacturer narrative:
D4: lot number: 210301 or 210303. D4: UDI: n/a as this product code is bulk product. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: perfusionist. G4: PMA/510(k) - k071494, k130520. H4: device manufacture date: march 1, 2021 or march 3, 2021. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product, no anomaly was found. No other similar report of the product with the involved product code/lot # was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility report that the involved capiox oxygenation was low. A few minutes after going on bypass, arterial and venous blood gas analyses were drawn as a routine to evaluate the oxygenator's performance and calibrate the continuous venous blood gas analysis. The oxygenator settings were adjusted and the fio2 has been set to 80% minimum during the whole procedure. Hemodynamics have been stable. Shortly after we weaned off bypass, the patient developed hemodynamic instability and tee showed tricuspid valve insufficiency (unknown etiology), so the venae cavea were cannulated and the patient was put on bypass again. The tricuspid valve was reconstructed without the administration of cardioplegia (beating heart). At 11:47 a blood flow of 3.5 l/minute was achieved with one cannula in the inferior vena cava with a sweep gas flow of 1.5 l/minute and a fio2 of 75%. At 11:49 the superior vena cava was cannulated, and blood flow was increased to 4.4 l/minute and an increase in sweep gas flow to 2 l/minute. The first measured venous saturation was 74%. The arterial blood appeared relatively dark when the blood gas samples at 11:52 were drawn, svo2 was decreased to 54% so that the fio2 was increased to 100% and sweep gas flow to 6 l/minute at 11:53. Due to an unknown cause, the gas flow was interrupted for a short time (the gas blender didn't alarm) therefore emergently switched to an external o2 gas source with a gas flow of 3 l/minute. After the gas blender was checked and was functioning again, the oxygenator's gas source was switched to the gas blender again and ventilated with the settings. The blood sample taken at 12:03 measured a po2 of 12.6 kpa and a pco2 of 5.18 kpa. Then we started ventilating the patient's lungs and set the hcu's water temperature to 36°c. Because the surgeon was closing the right atrium already, it was decided to wean off cpb as soon as possible and not to attempt an exchange of the circuit. After the procedure, the patient was hemodynamically stable, with optimal urin output and sufficient blood gas saturations. The patient was transferred to the ICU without any inotropes and with only a small dose of norepinephrine. The patient was extubated in the afternoon without sever neurological adverse symptoms. The event occurred intra-operative. The final patient impact was not harmed. The patient was not injured, medical or surgical intervention was not required.